Event description:
It was reported that the device had a power on reset. The patient had been receiving radiation therapy. The device was reprogrammed back to its previous settings and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) - the actual device was not received for evaluation. We did received performance data collected from the device and have analyzed the data. The device experienced a critical random access memory power on reset on 2012-(B)(4) in locations of "07" and "0e3b". The device should be able to recover from the event and continue normal function.